Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a navistar catheter ad the patient experienced prolonged pulse rate (pr) interval treated with medication and admitted for observation. The report indicated that the coronary sinus (cs) catheter showed intracardiac noise which was seen on the recording and the carto 3 system. They exchanged catheter cable without resolution and then exchanged the catheter, and the issue resolved and the case continued. The customer's reported noise ssue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. During the same procedure, an adverse event occurred. After ablation with a navistar catheter on the slow pathway near the atrioventricular (av) node, the patient exhibit prolongation of the pr interval on body surface signals. They discovered the event after the patient had a couple of "missed beats" on the ECG signals. The patient now has a longer pr interval than compared to pre-ablation. The physician treated the patient with medications and admitted them for observation.